Event description:
It was reported by a physician that her handheld computer no longer functioned properly as it did not stay on long enough and was likely a battery issue. The reported programming system was returned for analysis and at the moment it remains under analysis. Attempts for further information have been unsuccessful to date.

Event description:
Analysis was completed on the returned handheld. Analysis of the handheld indicated no anomalies associated with the main battery were identified during the analysis. It was identified that the handheld power setting was set to turn off the device if it was not used for 3 minutes. Additionally it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further functional anomalies were identified. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications. Analysis of the returned wand indicated there was no malfunction with the programming wand.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.